Event description:
Spontaneous communication from infusion agency, reporting that the rn has difficulty with the pump during the infusion on sat, (B)(6) 2022. It apparently gave an error message of "unidentified". Then was able to get the pump to work but then it read "occlusion". The rn reported there was no real occlusion and the IV was patent with no infiltration. The rn was still able to finish the infusion with no issues [as this did not impact or injure the pt in any manner) but is requesting a new pump before next infusion. The pharmacy is to send a new pump and the pt will need to return this pump in order to be investigated. The pump serial number is: (B)(4). The pump is due for maintenance 2/25/2023. Reported to cvs/caremark by health professional.